Manufacturer narrative:
A field service engineer (fse) inspected the instrument and found vacuum pump to be not performing to specifications. The fse replaced vacuum pump and verified system performance to published specifications. Hardware is the root cause for this event.

Event description:
A customer contacted beckman coulter inc., (bec) regarding "vacuum under limits" errors and a leak from an access 2 immunoassay system. Per customer, proper personal protective equipment (ppe) was worn. There was no reported exposure to the hazardous fluids. There were no reports of injuries to the user.